Manufacturer narrative:
Patient information was not provided. Date of admission was not provided. Date of event was approximated. The serial number of the device was not provided, therefore the device unique identifier (UDI), approximate age of device and manufacture date are not known. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on an unspecified date for gastrointestinal (gi) bleed. The patient was in-patient on (B)(6) 2018. The gi bleed was reportedly not specifically confirmed during this admission but had been confirmed in the past. During the current admission treatment was transfusion esophagogastroduodenoscopy (egd). Labs would continue to be monitored and symptoms would be treated. It was reported that the patient had multiple admissions for gi bleeding, as this was a chronic condition. In the previous year the patient had undergone esophagogastroduodenoscopy (egd), colonoscopy, and ablation of bleeding areas. The patient had esophageal cancer (ca).

Manufacturer narrative:
Approximate age of device ¿ 2 years and 11 months.

Manufacturer narrative:
Device evaluation: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.